Manufacturer narrative:
Corrected information was provided in b3 (date of event). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d3 (manufacturer fax), g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition per anatomical conditions as well as a calcium.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted surgically via the left axillary/subclavian artery access in a 73-year-old male patient for high-risk off-pump coronary artery bypass surgery. The patient¿s comorbidities were known coronary artery disease. The patient¿s clinical state prior to initiation of support was documented as scai shock stage c. During the procedure, there was an inability to advance the impella 5.5 pass the vasculature from the subclavian artery into the aorta with resistance noted in the axillary artery despite use of guidewire. No excessive force was applied, and no product damage was observed. The patient¿s computed tomography imaging was reviewed, and it was recognized that the patient¿s anatomical conditions including stenosis as well as a calcified lesion/plaque at the transition into the aortic arch were likely contributing factors. After several attempts, the case with the impella 5.5 was aborted and decision was made to use an alternative device. The impella 5.5 was withdrawn. An impella cp device was subsequently implanted without issue, and the off-pump coronary artery bypass surgery was performed on impella cp support. The reported patient outcome was no harm/survived. Based on the information provided, this event is consistent with an inability to advance the device due to patient-specific anatomical conditions (including reported stenosis/calcification) rather than an apparent device malfunction. Yet, the impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.